Manufacturer narrative:
Associated medwatch-reports: 9610612-2019-00935 (400459716 nx120). Manufacturing evaluation: device reference code nx053z device name as vega ps tibial plateau cemented t2 serial number n/a batch number 52375416 UDI device identifier 4046963810412 UDI production identifier 52375416 basic UDI-di n/a unit of use UDI-di 4046963810412 manufacturing date 2017-11-28 nx120 vega ps gliding surface t2/2+ 10mm 52359654 investigation no product at hand - therefore an investigation is not possible. Batch history review - the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. Conclusion and root cause - based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the failure is usage related. Rationale - in the light of the small amount of information received and due the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found.

Event description:
No update was provided.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as vega ps tibial plateau. Following information was reported: the patient was initially implanted with vega knee components on an unspecified date. The patient had a large medial posterial tibial defect that had been observed during the original procedure. It was addressed by the original surgeon by filling the defect with bone cement. The tibial plateau became loose and had to be replaced. A revision was necessary and a total knee revision procedure was performed on (B)(6) 2020. Additional information was requested but not yet available. The adverse event/malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00935 ((B)(4) nx120).